Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had moisture under the lcd screen and alarmed motor error. Troubleshooting for pump exposed to fluid was performed. The customer's blood glucose level was unknown at the time of the incident. The customer's spouse reported that the type of fluid/moisture exposure to the insulin pump was condensation. The alarm history contained multiple motor error alarms and the customer confirmed that the condensation was noticed at the same time as the alarms. The customer's spouse was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the motor error alarm was declined. The insulin pump will be returned for analysis.